Event description:
Cardiac surgery in progress pa using disposable kit "vasoview hemopro 2 endoscopic vessel harvesting system" kit not correctly holding cautery as long as it should, timing out quickly. Attempted to use a new cord to the power box, that did not correct the problem. New disposable kit opened and was working correctly. Ref: (B)(4), lot: 3000524591.